Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head was out of specification on uplink tests and therefore the cable was replaced and it was further noted that the label was missing its backing and the label was also replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).